Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that the signia power handle had error (red circle with line). The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical product: sigpshell, sig power sigpshell control shell (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when attempting to set up the power handle and inserting it into the clamshell, a power handle error display (red circles and diagonal lines on the handle illustration) appeared. As a result, the use of this handle and clamshell was discontinued. Instead, the device was configured with a different handle and a new clamshell, and this combination was used for the surgery. Regarding the handle that displayed the error, even after it was returned to the charger and monitored for a while, the same error display reappeared immediately upon powering it on. Restarting the handle by holding down the green button also resulted in the same error appearing immediately after startup. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the handle shows evidence of field programmable gate array (fpga) r eset/reprogram failures.